Event description:
Customer reported "introducer needle housing breaks (on the connection of the syringe) during cvc insertion via subclavian vein. While drawing blood air starts to enter into the syringe and the procedure is stopped." A new kit was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4) the customer provided four photos of a broken needle hub and returned one introducer needle for evaluation. Visual examination revealed multiple large cracks in the needle hub. The cracks also caused a piece of the hub to separate. A functional inspection could not be performed due to the damage on the returned needle hub. A device history record review was performed with no relevant findings. The customer report of a separated needle hub was confirmed by complaint investigation of the returned sample. The needle hub contained multiple large cracks which also partially separated a piece of hub. A device history record review was performed with no relevant findings. Based on the condition of the sample received, design caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "introducer needle housing breaks (on the connection of the syringe) during cvc insertion via subclavian vein. While drawing blood air starts to enter into the syringe and the procedure is stopped." A new kit was used. No patient harm reported. The patient's condition is reported as fine.